Manufacturer narrative:
H2) correction: the lot #s for product ids 9733437 and 9733438 were not submitted upon receival. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(6), and product ID: 9733438, serial/lot #: (B)(6). H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue occurred on one day and the system recovered after 3 restarts.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: psu 9733437 polaris spectra, scu 9733438 polaris camera h3) onsite functional and visual examination was performed by a manufacturer representative. The polaris spectra system control unit (scu) and positioning sensor unit (psu) were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The psu was returned for analysis. A check of the event log did not show any adverse events. However, the psu failed an accuracy test (aak) at .834mm with a passing threshold of .350mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a camera communication error. It was recovered after the 3rd recurrence.

Manufacturer narrative:
H3: hardware analysis was completed on the returned scu 9733438 polaris camera. A check of the event log of the returned polaris spectra system control unit (scu) did not show any adverse events. The scu had normal tracking for all three ports when connected to a known good system. No issues were found. H6: b01, c19 and d14 apply to concomitant product ID: 9733438. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.